Event description:
The c.r. Bard company has, and is manufacturing the 'bard mesh perfix plug for plugging hernia's, and the bard ventralex hernia patch to place over the inserted plug once it has been placed in the hernia hole. Both are failing, and have been failing, since at least the year 2000. I received hernia surgery on (B)(6) 2013, and within 1.5 days the mesh had already failed. The surgical site became infected, and the outer hernia incision site took over 90 days to finally close. During that entire time, I continually bled from the incision site, and exuded infected matter. I am now awaiting surgery to repair the new hernia, (the hole the defective mesh dug into my stomach), remove the fluid buildup, and "maybe" remove the 'old' mesh. I say 'maybe', because the percentage of nerve damage to the lower abdomen, the testicles and genital functions, are very high, according to my new surgeon. In other words, I can suffer permanent neurological damages in my lower extremities, and genitals. I did quick research, and found law suits against the c.r. Bard inc. Co., as far back as 2000, and up until now. This is an inherently dangerous product, and should long since have been pulled off the market. Along with this advisory to your agency, I am requesting that you send me any and all information and documentary evidence in regards to the bard company, and it's above stated plug and mesh products. Additionally, I request that your agency provide to me any and all warnings that your agency (the f.d.a. And medwatch) has issued regarding these defective surgical products (to the manufacturers, distributors, and the public at large, including hospitals/medical facilities), advising of the defective nature and dangerous nature of these devices. My current surgeon has advised that any reputable medical facility would have immediately removed these defective medical devices from their medical/surgical supplies, to avoid harming patients, and avoiding legal problems due to the harm caused by these devices. Please send me any and all information and documentation on the c.r. Bard inc. Company's products in particular, and the general 'mesh', plug' products currently being used (pelvic slings, transvaginal meshes, hernia plug and meshes, etc.,) so that I am better able to protect myself in the future during the additional surgeries that I will be forced to undergo, to repair the damages and injuries that I've suffered as a result of using the c.r. Bard inc. Plug and mesh kits (according to my current surgeon). Thank you for your time and attention to this important matter, and any assistance that you're able to render in this matter. It is clearly an important public matter, and will protect the public at large from further injury and suffering if we get the information out. Note: I shall write again soon, regarding the pharmaceutical drug "effexor", that I was 'prescribed' for a.d.a. Pain (arthritis, knee, spine, nerve damages, etc.), and which caused severe permanent adverse affects, including a 'testicular growth in my left testicle, which due to the intractable and chronic pain, caused me to 'stumble', and resulted in the hernia, for which I required surgery, and which ultimately led to this current 'medical fiasco' w/ the plug and mesh.